Manufacturer narrative:
Discoloration is caused by material in a sterilization pouch that is not biocompatible. This product is not marketed in the us; however, similar products are. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
On (B)(6), 2010, before cleaning the implants prior to the surgery, it was found that the two oic peek cage had some discoloration/stains which one is red and the other one is blackish. The surgery is scheduled tomorrow ((B)(6), 2010) thus another two oic peek cages were shipped to the hosp. The nurse addressed that he/she had seen similar discoloration/stains before; however, the stains were very obvious compared to the ones before and could not be used for pt.